Event description:
Nurse was using vacutainer safety-lok set to draw blood and slid yellow sheath over needle after drawing blood. Nurse assumed that the needle was completely covered by sheath, but it was not and nurse was stuck by needle.